Event description:
It was reported that the solar 8000 allegedly failed to alarm for vfib. The pt was reportedly in vfib for 70 seconds before the staff heard wheezing and approached the pt. Staff performed resuscitation. No pt injury was reported. The vfib event was allegedly not documented in the alarm history. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.